Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had leakage. The following information was provided by the initial reporter: failure of bd extension set identified, 2 occurrences. Rn reported leaking when extension set was attached to the flush bag. The second then came apart in her hands when trying to replace the 1st set, which had leaked. It appears that there is no sealant present. Pt code: 4582. Device codes: 1250, 2907. Ref report: mw5184749.